Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft breakage occurred. The tortuous distal left circumflex (lcx) was being treated using a taxus liberte' 3.00x16mm. Using a non bsc guide wire the taxus liberte' device was fed through it and tracked down the coronary artery. The physician then faced resistance and he applied pressure and the shaft kinked and broke in half. The stent delivery system was successfully retrieved and the procedure was completed with another of the same device. Patient status after procedure is satisfactory.

Manufacturer narrative:
As the unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause for this complaint is unknown. Product unavailable for analysis.